Event description:
It was reported that during the device preparation of the heartmate 3 (hm3), the device took 10 seconds to start, and the coordinator observed the hm3 power increased to 4.6 watts(w) when rotation began at 3000 rotations per minute (rpm). Per the scrubbed perfusionist, holding the hm3 below the saline, no air was entrapped or left the pump during the start and no debris was noted in the pitcher of saline. The power returned to normal range for the duration of the priming. The hm3 automatically stopped without issue using the heartmate touch (hmt). The coordinator then pressed 'pump start' while the hm3 was still submerged in the saline. The pump quickly started within 5seconds. The 'pump stop' was engaged and confirmed. When the hm3 was locked into the apical cuff and driveline had been tunneled via right upper quadrant (ruq), the surgeon wanted to briefly start the hm3 at 3000 rpm to bring the blood into the attached outflow graft (ofg). When the coordinator started the hm3, the hm3 started in about 5 seconds and the power increased to 5.2 w. The pump only ran at 3000 rpm for about 10 seconds, but the power never decreased below 5w while the rotor was spinning at 3000 rpm. When the hm3 was stopped, the power read 0.9-1w until the hm3 started again at 3000rpm without abnormal powers. The hm3 was implanted, and patient left the operating room at 4900 rpm, 3.8 liters per minute, pulsatility index 3.0, and 3.3 w.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of elevated pump power values could not be confirmed as no log files were provided by the account for review. A specific cause for the event could not be conclusively determined through this evaluation. It was reported that during device preparation, power increased to 4.6 watts when pump operation began at 3000 revolutions per minute (rpm). Per the perfusionist, no air was entrapped or left the pump during this time and no debris was noted in the pitcher of saline. Power reportedly returned to a normal range for the 5-minute priming duration. The pump was then automatically stopped without issue using the heartmate touch. Once the device was locked into the apical cuff and the driveline had been tunneled through the right upper quadrant, the surgeon wanted to briefly start the device at 3000 rpm to bring the blood into the attached outflow graft. Upon initiation, power increased to 5.2 watts. The pump only ran at 3000 rpm for approximately 10 seconds; however, it was reported that power never decreased below 5 watts during this time. The pump was stopped and then restarted again with no further increased powers. It was communicated that power returned to normal range after the initial starting. The pump was ultimately implanted, and the patient left the operating room with normal pump parameters. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C is currently available. Section 1 ¿introduction¿ of this document addresses all pump parameters including pump power, speed, flow, and pulsatility index (pi). In reference to power, this section states that pump power is a direct measurement of pump motor voltage and current. This section further states that changes in pump speed, flow, or physiological demand can affect pump power. Additionally, several sections of the IFU state that the device may take up to 10 seconds to start upon initiation. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information reported that the customer was concerned pump took 10 seconds to start and that the power was higher than normal during startup.